Event description:
One week after a laparoscopic hysterectomy the pt experienced very severe pain. The pt was admitted to the hosp where it was discovered that there was a leak from one of her ureters. A stent was placed to drain the kidney and allow the ureter time to heal. The surgeon believes there was no direct injury at the time of the hysterectomy, but there was lateral thermal injury as a result of the bipolar cautery tripolar cutter that was used for the procedure.